Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl. The cause of elevated bg was unknown. Customer fell and bruised shoulder and bumped head. The customer went to the emergency room on (B)(6) 2023 and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.